Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the ring was explanted after an implant duration of approximately 4 years 1 month (49.53 months) due to dehiscence. Per the operative report: the mitral valve was morphologically normal except there was restriction of the posterior leaflet and failure of coaption with an over-riding anterior leaflet and a jet of posteriorly directed severe mitral regurgitation. The ring was dehisced in the middle but toward the posteromedial commissure. On removal of the ring, a small collection of pusy fluid was found under the center of the ring which was sent for culture as was the ring and some excised tissue including valve leaflet.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The device was sent to the hospital pathology lab and is not available for evaluation. The operative report references the patient had a chest infection with signs of sepsis but left her breathless. No source or type of infection was provided.